Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to clinic with their implantable cardiac monitor (ICD) backup mode. The patient had recently had magnetic resonance imaging done which was suspected to be the reason for the issue. The device was programmed back to normal settings.